Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying the "error 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 7am. As part of her diabetes regimen, the patient claimed she is on an insulin pump. At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. By 1pm that day, the patient reported having low conversation, feeling disjointed and feeling the shake. In spite of her symptoms, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, the correct test strips were used, and there was no misused of the meter. The patient was not able to specify whether the alleged error 2 occurred by pressing the power button. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination and a corroded battery contact. The test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.